Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during non-sustained ventricular tachycardia (nsvt). On a recent entreated event this patient falls out of detection before therapy is given. A previous inappropriate shock was observed while in secondary vector. Technical services (ts) discussed programming to alternate in the clinic. This s-ICD remains in service. No adverse patient effects were reported.